Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware.

Event description:
It was reported that patient experienced pain at the pocket and was not resolved by reprogramming. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.